Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of hardware of the right tibia due to nonunion and possible infection. The 16 hole plate was removed with no difficulties. Four (4) of the 2.7mm variable angle (va) locking screws in the distal end of the plate were broken. These were trephined out and removed using conical extraction device from screw removal set. All hardware was removed successfully. The hardware consisted of one (1) 16 hole variable angle (va) locking compression plate (lcp) medial distal tibia plate, four (4) 2.7mm variable angle (va) locking screws, one (1) 3.5mm cortex screws, two (2) zimmer cannulated screws. Patient status was unknown. This is report 6 of 6 for complaint (B)(4).